Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 4.4, re-test: 5.1, re-test: 3.3, re-test: 3.6. All testing occurred one after another. Pt then retested on alternate meter and resulted in range between 2 and 3. Specific values not available by caller. No info was provided about the alternate meter. Replacement meter sent to customer.

Manufacturer narrative:
Investigation pending.